Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother was reported via phone call that, the customer was hospitalized on an unknown date due to diabetes ketoacidosis. Customer was getting insulin flow block alarm and bent cannula also. Grandmother stated that, the customer was not with her at time of call or the pump and customer was at home and went into diabetes ketoacidosis and now in the intensive care unit. It was not be able to change customer order of infusion set and customer grandmother drop the call and no troubleshooting was done. The device will not be returned for analysis.